Event description:
As a contact lens wearer, I am very worried to read about the recent recall of amo complete moisture plus contact solution on your web site. I believe I fit the profile of those who have come down with the same infection -keratosis- recently. I began to experience signs of some kind of an infection or debris possibly in my eye in 2007, such as redness, watering, irritation, pain, light sensitivity, and a feeling of pressure in my right eye. I took out the contact lens in that eye, as soon as I experienced these symptoms, and that did not alleviate the symptoms at all. In fact, when I woke up the next morning hoping to feel better after resting my eyes I felt worse. I immediately sought the help of an ophthalmologist who was able to see me at 2 p.m. The day after I first began to experience problems -less than 24 hours later-. I also wore my eye glasses instead of contacts and no eye makeup this whole day. The eye doctor examined me, including dilating my eyes, and gave me a diagnosis of keratosis -bacteria infection-. He wrote me a prescription for zymar as well as minocycline -he said, to take if the infection did not improve within 7-10 days-. He instructed me to take the zymar eye drops 4 times a day for about 10 days. When I got home later, I did some online research about the condition and was startled to come upon a link to the FDA/cdc site saying that the exact contact lens solution I had used within the past 1-2 months was recalled just last week and that a group of lens wearers using the solution had come down with the same symptoms I had. I am very, very worried about the worst case scenarios associated with this condition and that, even though I have a diagnosis and have begun treatment with eye drops, that more serious damage could occur. That is why I felt compelled to log my report with the FDA/cdc in order to help document the pattern and link with this issue, as well as to seek further information. Dates of use: one month in 2007. Diagnosis: storage of contact lenses.